Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the top of the trocar snapped off the shaft when putting into patient. There was no patient injury or medical intervention and extended procedure time reported was 4 minutes for nurse to get another trocar. These are commonly used devices that are readily available.